Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue, the pacing capture threshold in the rv (right ventricle) was elevated, there was unexpected delivery of a ventricular tachyarrhythmia therapy, and oversensing was associated with the right ventricular lead. The analyst noted that the capture threshold has been climbing and remains high at 2.5v, the r wave amplitudes were as high as 8mv and now measure 3.1mv, and only 4 sics were observed in the device lifetime, however, lead noise caused an inappropriate shock. (B)(4).

Event description:
It was reported that the patient had received inappropriate shocks. It was also noted that the right ventricular (rv) lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.